Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer loaded a new cartridge successfully, and received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. The customer reported blood glucose level was 425 mg/dl, which was addressed with a correction bolus via the pump. The customer reloaded the cartridge successfully and resumed pump therapy.